Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400mg/dl. Customer declined to troubleshoot for high blood glucose. The customer was treated with bolus for high blood glucose level. Customer stated that the bleed at the site. Customer did receive a sensor updating alert and calibration alert. The insulin pump will not be returned for analysis.